Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -05.00/+1.0/106 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2022. The lens was reported as excessive vaulting and remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explant date: unk. (B)(4). Claim # (B)(4).

Manufacturer narrative:
D4: unique identifier (UDI)#: (B)(4). Should be added to the initial MDR. Claim#: (B)(4).